Event description:
It was reported that during a thyroidectomy procedure there were cutting clips. The surgeon finished with manual sutures. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.